Event description:
It was reported by svc report that no functions were working from the side rail or footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Control board.